Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the right atrial (ra) lead was performed. The complete lead was returned with the helix extended. Visual inspection noted tissue in the helix mechanism. Testing was completed to assess lead electrical performance as well as inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient reported to the clinic due to an inappropriate implantable cardioverter defibrillator (ICD) shock. It was also noted that several rounds of anti-tachycardia pacing (atp) had been delivered. The right ventricular (rv) and right atrial (ra) leads connected to this ICD were not sensing the patient's cardiac signals. Thresholds were elevated in both leads. There was concern that there was loss of capture in the ra. Impedances were within range for this ra lead. It was determined that the patient was experiencing twiddler's syndrome, which had resulted in both leads becoming dislodged. The ICD was temporarily programmed to turn off therapy and was subsequently explanted, along with both leads. The patient was referred for implant of a leadless pacemaker due to recurrent twiddler's syndrome. No additional adverse patient effects were reported.